Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3787000 and product code 810081l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that on (B)(6) 2014 the patient experienced discomfort per vaginum and sensation of foreign body in the vagina. Mesh exposure was noted on vaginal examination. On (B)(6) 2015, the exposed fibers were cut and the vagina re-sutured. The device remains implanted. Additional information was requested.